Manufacturer narrative:
The biomedical engineer troubleshot this reported fault and replaced the flow sensors. A ge healthcare service representative performed a checkout of the equipment and confirmed the repair, the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate. There was no report of patient involvement.